Event description:
It was reported that the line broke during removal, causing a fragment to be retained in the body.

Manufacturer narrative:
Device was not returned for evaluation and sufficient event information (including event date, product part number, product lot number, and intial reporter information) to conduct an investigation was not available. A review of historical data related to peripherally inserted central catheter (PICC) separations was conducted with no adverse trends identified. No conclusive root cause could be identified with the limited information.